Event description:
Reporter alleged the inform base unit has signs of melting and burning on the plastic in the connector port area. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.